Manufacturer narrative:
The intraocular lens was not received for analysis. The lens met all manufacturing specifications prior to release. The initial implant of 25.0 diopters was replaced with a 21.0 diopter lens of the same model. Based on the information received from the reporter we do not suspect the lens was the cause of this event. All currently available information is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 25.0. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported the surgeon implanted the wrong power intraocular lens into the patient's eye. The lens was exchanged 6 weeks later for the correct power. There was no patient injury.